Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump had lost power after being exposed to water. The reporter confirmed evidence of moisture behind the display and denied any damage to the battery compartment or cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/01/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visible moisture was observed behind the display lens. During testing, the pump did not power on. The pump failed a leak test due to a crack in the pump casing near the right corner of the display lens. The pump was opened and internal moisture damage was found.